Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. The customer troubleshot with technical support. The customer could not duplicate the reported issue but noted that the pressure relief valve failed during first attempt of extended self test (est) and the heated filter seemed warm to touch then est passed. The customer stated that the ventilator would be monitored and return the unit to clinical use.

Event description:
It was reported that the ventilator was failing the crossover test during extended self test (est). No patient involvement. Event date not specified, estimate used.